Manufacturer narrative:
Tracking number (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, suffering, disability and impairment. Product was used for therapeutic treatment. Bard pelvitex polypropylene mesh was reported to be used/implanted during this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received -pre-operative diagnosis: was symptomatic pelvic organ prolapse procedure (s) performed: a vaginal paravaginal repair, cystoscopy, suprapubic tube placement, bilateral, sacrospinous uterine suspension, posterior repair and use of graft material